Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high out-of-range pacing impedance. Fluoroscopy was performed and further revealed rv lead dislodgement. During reposition procedure, it was noted that the stylet failed to advance in the rv lead. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed and the reported event of high pacing lead impedance was not confirmed. A full lead was returned in one piece for analysis. Electrical testing was normal with no anomalies found. Stylet insertion test failed due to overtorqued inner coil consistent with procedural damage. The cause of the reported event of failure to advance stylet was isolated to the overtorqued inner coil at the connector region consistent with procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.